Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 28.0cm was returned for analysis. External insulation abrasion was noted at 12.0-12.2cm, 12.2-12.5cm, and 12.6-12.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.